Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the shift check, the autopulse lifeband was jammed inside the shaft of the autopulse platform (sn (B)(4)) and the shaft would not rotate. The customer cut the lifeband, leaving 4 inches of the band, however, the shaft could not be moved to the home position. No patient involvement

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform's (sn (B)(6)) drive shaft was stuck and could not rotate back to its home position" was confirmed during the functional testing. While performing functional testing, observed that the encoder drive shaft does not rotate, thus confirming the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear and the lack of preventive maintenance. Based on service history, no preventive maintenance was performed since the first use of the device. The autopulse platform was manufactured in 2014 and is more than 7 years old, well past the expected service life of 5 years. There was no physical damage observed on the returned autopulse platform during the visual inspection. The archive data was reviewed and showed no discrepancies. The autopulse platform failed initial functional testing due to the user advisory (ua) 45 (not at "home" position after power-on/restart) error message displayed upon powering on. The root cause for the (ua) 45 error was due to the driveshaft not being at "home position." The (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder driveshaft could not be rotated. The clutch area was cleaned and the clutch plate was deburred to remedy the sticky driveshaft issue. After deburring, the driveshaft was rotated to the home position using the administrative menu to clear the (ua) 45 error message. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).